Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Reported that patient feeling unwell post implant of a resolute integrity stent. Patient is allergic to titanium and is concerned they may be having an allergic reaction to the implanted stent.